Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. The blue and clear cuffs were then inflated to 25mbar using a calibrated endotest meter. The cuffs remained inflated and no issues were encountered. The diameter of the cuffs were measured and both were found to be within specification. The current production lot was tested with a guide wire to identify if there were any blockages or constriction on the inner lumen of the tube. No blockages were found. The guide wire was inserted smoothly into the tube lumen. The shore hardness of the raw tube material was reviewed and it was found to meet specification. Based on the investigation conducted, the complaint could not be confirmed. The actual sample was not returned, and there is no evidence of failure in the sample taken from production.

Event description:
Customer complaint alleges that the physician had problems with the tube. "The lumen could not be clamped off." Alleged malfunction reported as occurring during use. Customer reported medical intervention of reintubation. Customer reports patient condition is fine.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that the physician had problems with the tube. "The lumen could not be clamped off." Alleged malfunction reported as occurring during use. Customer reported medical intervention of reintubation. Customer reports patient condition is fine.